Event description:
It was reported that during surgery a tritanium tl inserter would not release the implant at the desired location. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay by utilizing another inserter and implant.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records for this lot could not be performed as a valid lot code was not provided and could not be obtained. The device was not returned after 3 attempts to the field and no further information was provided. The surgical technique states that "if there is difficulty with unthreading the tl steerable inserter from the implant, first re-attach the tl steerable inserter driver to the inner shaft and unthread the inner shaft from the implant with this tool. Once disengaged, remove the inserter from the disc space ensuring the black rotation wings are in the unlocked position. Note: black rotation wings must be in the unlocked position to remove the inserter. Pull back first, rock hand medial and then pull up in order to clear the antirotation feature" as the device was not returned, a definite root cause cannot be determined. Possible root causes from the risk table include excessive cantilever force, excessive axial force during removal, difficulty removing the inserter and/or implant, insufficient distraction, and/or user cannot visually assess implant/instrument position or trajectory. Status and location of the device is currently unknown.

Event description:
It was reported that during surgery a tritanium tl inserter would not release the implant at the desired location. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay by utilizing another inserter and implant.